Event description:
It was reported that pump displayed malfunction alarm malf 12 and was not associated with any notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump, but malfunction alarm recurred, so pump was confirmed in warranty and scheduled for replacement, with customer using multiple daily injections as backup therapy; customer was instructed to place pump into storage mode before returning it within 10 days, and was advised to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.